Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked lcd window.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 419 mg/dl. Customer was no longer wearing insulin pump and was treating with manual injections. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.